Event description:
It was reported that the patient presented with low back pain, leg pain, and lumbar radiculopathy secondary to lumbar canal stenosis l4-5 with associated degenerative grade 1 spondylolisthesis. The patient underwent a posterior lumbar interbody fusion procedure at l4-5 using rhbmp-2/acs with allograft, autograft, peek interbody cage and pedicle screw fixation. The surgeon performed decompressive lumbar laminectomies with medial facetectomies and bilateral foraminotomies. On (B)(6) 2013, the patient presented with back pain. A CT of the lumbar spine showed a cystic lesion in the left kidney and also suspected soft tissue mass in the right paravertebral region separated from the lower pole of the right kidney. Central and lateral disc bulging is identified at l3-4, l4-5, and l5-s1. Postoperatively, patient has reportedly experienced complications of back and leg pain, bone overgrowth and disability.

Event description:
On (B)(6) 2011: the patient presented with the following preoperative diagnoses: lumbar canal stenosis l4-5; grade I degenerative acquired spondylolisthesis l4-5; low back pain; lumbar radiculopathy. The patient underwent the following procedures: decompressive lumbar laminectomies l4, l5 with medial facetectomies and bilateral foraminotomies; lumbar posterior interbody arthrodesis l4-5; peek interbody impaction device; morselized allograft and autograft; rhbmp-2/acs; bilateral nonsegmental pedicle screw fixation l4-5; lumbar posterolateral intertransverse arthrodesis l4-5; intraoperative fluoroscopy. Per the op notes, once the interbody space was prepared, a rhbmp-2/acs soaked sponge was placed anteriorly within the disk space and a 10 mm height by 26 mm length peek interbody cage was filled with rhbmp-2/acs sponge and tamped in an oblique angle into the interspace, countersinking the graft and completing an oblique rotation of the spacer. No patient complications were noted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.